Manufacturer narrative:
The device was not evaluated by stryker. The customer was instructed to clear the codes and if the codes return, to contact stryker and take the device out of service. The device was put back into service by the customer. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device had error code a034 present. This event code is related to a potential issue of the device to deliver energy. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.